Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 100% stenosed, mildly tortuous mid right coronary artery (rca). Prior to the procedure, it was noted that the patient presented with acute myocardial infarction (ami). The 4.0x33 mm xience skypoint stent was implanted at 16 atmospheres (atm). The patient was sent to the intensive care unit (ICU) but after five minutes, the patient had a further ami and a thrombus was confirmed via angiography in the distal part of the stent. Thrombus aspiration and balloon dilatation was performed. A delay in the procedure was reported. The patient is reportedly recovering and received dual antiplatelet therapy. No additional information was provided.